Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a clavicle fixation procedure on (B)(6) 2014. Subsequently, a revision procedure has been indicated due to the clavicle pin fracturing; however, no revision has been reported to date.